Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had high thresholds and low sensing in many positions. The lead was removed and replaced with a new lead. It was noted that the new replacement lead had similar response, but the physician was able to get by with less than ideal sensing and higher than usual thresholds. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. (B)(4).